Event description:
A product liability claim was raised against the surgeon or the hospital, not against zimmer (B)(4). It was reported that the patient was implanted a cls stem 145 degrees 7.0 12/14 on (B)(6) 2008. It was also reported that the stem was implanted in combination with fa insbury acetabular cup and a modular head and that an off-label use is suspected. At the moment no other information is available.

Manufacturer narrative:
No trend identified. The product combination used was not approved by zimmer. Based on the given information and the results of the investigation, a root cause was identified for the reported event. Off-label use is considered as root cause. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer gmbh winterthur legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).